Manufacturer narrative:
The complaint states patient was revised due to a broken ceramic insert. A review of manufacturing records and complaint databases did not identify any anomalies. The root cause is undetermined as the product details have been sent to (B)(4) for review. Once the report is received the complaint shall be reopened and updated accordingly. ***addendum added 22 jul 2015 *** the complaint was reopened as the supplier report was received stating: the complaint was reopened as the supplier report was received stating: the component properties and microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre existing material defect. Due to a lack of ceramic parts further investigations cannot be done. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to a broken ceramic insert.

Manufacturer narrative:
The complaint states patient was revised due to a broken ceramic insert. A review of manufacturing records and complaint databases did not identify any anomalies. The root cause is undetermined as the product details have been sent to (B)(4) for review. Once the report is received the complaint shall be reopened and updated accordingly.

Manufacturer narrative:
(B)(4). PMA/510(k) number is not available. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.